Event description:
It was stated that the insulin pump had a blank display. The customer was advised on troubleshooting steps to take. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint.